Event description:
It was reported that during an inspection at the warehouse, a hair-like substance was found in the packaging of the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304370517. G2 - foreign: japan g4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. Visual examination of the returned product identified an optivac packaged in a double blisters sealed. An eyelash was found inside the inner blister, on the cylinder. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The root cause of the reported issue is attributed to a product contamination during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.